Event description:
A patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. During the procedure, it was noted that the guidewire became stuck and further reported that the guidewire had fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: one 19cm glidepath d/l catheter with a loaded catheter stylet with kit components were returned for sample evaluation. Gross, visual and dimensional observation evaluations were performed on the returned device. The distal portion of the guidewire was noted to be bent. No core wires were observed protruding throughout the guidewire. Due to the bent on the guidewire, functional testing was not performed. Therefore, the investigation is confirmed for the identified guidewire bent issue. However, the investigation is unconfirmed for the reported guidewire fracture issue as no fracture was noted on the guidewire and the investigation is inconclusive for the reported physical resistance/sticking issue as the functional test cannot be performed and exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. During the procedure, it was noted that the guidewire became stuck and further reported that the guidewire had fractured. There was no reported patient injury.